Manufacturer narrative:
On july 05, 2023, the mentor failure analysis lab has received two devices for analysis. A follow up attempt was made to know if both devices were found to be ruptured while explanting them or if one of the implants get damaged while explaining procedure. If new information becomes available, mentor will submit a supplemental report. On july 06, 2023, the evaluation for the device was completed. Since we are unable to determine which device belongs to the event at this time, both devices were evaluated. The device evaluation summary is the same for both. Device evaluation summary: visual analysis of the returned sample revealed that the gel implant was found to be ruptured. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Mentor performs 100% inspection of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 66-year-old caucasian female patient underwent a primary breast augmentation with an unspecified gel breast prosthesis and experienced a rupture on the left side post-operatively, which was diagnosed with a mammogram. As a result, the patient is to undergo explantation on (B)(6) 2023. It was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On july 18, 2023, mentor received additional information reporting that the patient also experienced a rupture on the right. All further documentation on the right side device will be reported in the medwatch report with manufacturer report number 1645337-2023-09245. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 18, 2023, mentor received additional information regarding the device date of explantation. It was reported that the device date of explantation was on (B)(6) 2023. Section d6b. Has been updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).